Manufacturer narrative:
The inspection of the citadel plus carried out by arjo representative confirmed that one of the power drive system handles was defective. The joystick on the right control trigger stuck in the forward direction position. When the caregiver squeezed the left trigger to activate the power drive, the bed started to move forward suddenly to the direction given by the joystick (forward position). The analysis of all gathered information is ongoing. The results of the investigation will be provided to the next report.

Manufacturer narrative:
On 27-may-2019 arjo was informed about the event with the participation of arjo citadel plus bed equipped with the power drive system. The power drive system is designed to provide powered transport for the citadel plus bariatric bed. In order to begin the transfer, this system needs to be activated using the left-hand trigger. This trigger must be held down during the entire duration of the power drive operation. The right-hand trigger is used to give direction to movement (forward or backward). From the design perspective, the stopping distance for power drive is 5 feet from full speed once the left-hand trigger is released. The bed cannot be stopped immediately after releasing the power drive handle to provide smooth, safe operation of the device, in a way to avoid sudden stops. Following the complaint description, the bed moved forward unexpectedly after activation of the power drive system (without any direction given using the right control trigger). This movement happened when the poor health condition resident was laying on the bed. The bed continued to move as long as struck the wall. There was no information provided, whether the caregiver tried to stop the bed releasing left control trigger. As a consequence, the transfusion lines stretched and the patient foot bend down when the bed wedged under a hand basin. When the caregiver tried to move the bed away from the wall, the bed kept powering and after releasing both control triggers did not stop but hit the wall on another side of the room. It was not possible to determine, at what distance from the wall the caregiver released both handles and whether the stopping distance was according to the product's specification. The patient did not sustain any injury as a consequence of this event. The inspection of the citadel plus carried out by arjo representative confirmed that one of the power drive system handles was defective. The joystick on the right control trigger stuck in the forward direction position. During testing by arjo technician, the bed could be stopped (within declared distance) when the left control trigger (responsible for movement activation) was released even if the joystick on the right handle was stuck in the forward direction. After inspection, the technician replaced the defective right control trigger and tested the bed. The functional testing showed that the power drive worked properly after repair. To sum up, the review of post-market surveillance data did not reveal any similar complaint in which serious injury or death occurred as a result of this type of malfunction. The citadel plus bed was used with the patient and played a role in the reported event. The inspection revealed that the bed did not meet the manufacturer's specification during the event- the right control trigger was faulty. Although in the investigated complaint there was no adverse outcome, we determined to view this complaint as reportable in the abundance of caution due to the initial information suggesting that the bed could move although two power drive handles were released and lack of information regarding bed stopping distance. Due to limited information provided, it was not possible to determine whether the stopping distance during the event was according to the specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about citadel plus bed malfunction. The power drive system is designed to provide powered transport for the citadel plus bariatric bed. In order to begin the transfer, this system needs to be activated using the left-hand trigger and direction needs to be given using the right-hand trigger. In the reported case, the bed with the patient started to move unintended after activation of the power drive system (without any direction given). The bed did not stop and struck the wall. When the user tried to inch the bed away from the wall, the bed kept powering until hit the wall at the other end of the room. Although the bed was used with the patient, there was no injury no other medical consequences were reported.